Event description:
It was reported: catheter leaking at the end of the catheter valve and catheter become worn out and started to become loose. Event description states: this case is created based on follow-up response from customer. (B)(4). 1. Had to have the catheter replaced due to leaking. No damage to pt wall. 2. Catheter that was not working properly as removed. 3. Catheter has been in place a couple months, but overall customer has had the device for a couple of years. 4. No they did not notice any visible damage on the catheter valve. 5. No the catheter was not occluded 6. No does not have the product information for the pleurx catheter, only for the bottles. 7. The first catheter was working well but it started to become worn out and started to become loose had to have the second one placed, that is when the leakage occurred at the end of the catheter valve. The third catheter is working good. 8. Patient does not have dates for catheter replacement.

Manufacturer narrative:
(B)(4) initial emdr submission. Device problem code: a1205. Patient problem code: f1905. No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.